Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and eight shocks for conducted atrial fibrillation (af). Therapy was exhausted. The device was reprogrammed and a treatment plan was developed to more aggressively manage the patient's af. The device remains in service at this time. No adverse patient effects were reported.